Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received a message on the pump indicating, ¿insulin has stopped do you want to resume¿, cause was unknown. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer and to gather additional information, however, the customer did not respond to follow up attempts.